Event description:
It was reported that the graftmaster stent delivery system (sds) was used to treat a perforation that occurred in the mid left anterior descending artery (lad) with the use of a non-abbott device. The graftmaster sds was implanted and successfully sealed the perforation. The patient left the cath lab with systolic blood pressure (sbp) 80, however, the patient died while in the operating room. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of death is a known adverse event as listed in the graft master otw instruction for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.